Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister seal was lubricated and reseated to resolve the issue.

Event description:
The hospital reported a leak greater than 4.5lpm resulting in the loss of ventilation. There was no report of patient injury.